Manufacturer narrative:
This report is filed on september 07, 2016.

Event description:
Per the clinic, the patient experienced pain at implant site leading to device non use; subsequently the device was explanted (date not reported). There are no plans to re-implant the patient with a new device.

Manufacturer narrative:
The approximate manufacture date is 1991 (specific date unknown).